Event description:
On (B)(6) 2013, the reporter stated that the pump was not working. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint available at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: a review of the pump¿s history showed a no cartridge detected alarm. A visual inspection of the pump showed visible moisture corrosion in the display. The pump failed a leak test due to a cracked between the display and the pump¿s casing. During testing, the pump failed to complete the prime sequence due to a no cartridge detected alarm. The force sensor was found to be out of calibration. The pump was opened and a damaged solder connection was observed at the force sensor pins. Evidence of moisture corrosion was found on the force sensor assembly.